Manufacturer narrative:
The ge service representative conducted an onsite investigation. The foot switch, the single board computer, and the hard drive were replaced. The software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the foot switch would not work on the system. No pt injury was reported.